Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, the clip applier could not be attached to the exchange sheath. The exchange sheath was removed over a guide wire, and a second starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device was returned without firing the clip and indicated that the hub of the exchange sheath was securely engaged with the device. The reported failure to engage the exchange sheath with the device could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to engage the exchange sheath with the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.